Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out of range shock impedance values. Technical services (ts) noted that the values had previously been stable but jumped suddenly from 40 to 50 ohms to greater than 200. The associate right ventricular (rv) lead is a non-boston scientific lead. Ts recommended further system evaluation. This device remains in service. No adverse patient effects were reported.